Manufacturer narrative:
Age at time of event: approximately (B)(6). (B)(4). The device was returned for analysis. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination markerbands, blades and tip identified no damage. All blades were present and fully bonded to the balloon material. A visual and tactile examination of hypotube identified multiple kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. A visual and tactile examination of the shaft identified a break in the mid shaft of the device 1245mm distal to the strain relief. The device was received in two separate pieces for analysis. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right common femoral artery. A 15mm x4mm flextome® cutting balloon® was selected for use. During preparation, when device was opened and as it was taken out of the hoop, it was noted that the shaft of the catheter came apart outside the patient's body. The procedure was completed with a 10mm x 4mm flextome® cutting balloon®. No patient complications reported.